Manufacturer narrative:
The "patient identifier" and "date of event" have not been provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the user backed up over another chair and got stuck. The user had to call the fire department due to user living alone and was unable to move. The fire department lifted up the chair by the tilt frame causing damage.

Manufacturer narrative:
The provider handled in the field with the consumer and found only loose hardware. Chair is working properly.

Event description:
Alleges the user backed up over another chair and got stuck. The user had to call the fire department due to user living alone and was unable to move. The fire department lifted up the chair by the tilt frame causing damage.